Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. The patient was admitted to a hospital after having a stroke. Transesophageal echocardiogram (tee) revealed a mobile device related thrombus (drt) on the closure device. The physician completed surgery to treat the thrombus. There were no further patient complications, and the patient was discharged. It was further reported that the patient had a transient ischemic attack (tia) which required the patient to go to the hospital. At an unspecified time after being admitted to the hospital, the patient also had a stroke. The patient then had surgery to remove the 27mm watchman flx closure device and the laa.

Manufacturer narrative:
B5 describe event or problem - update added to description. H6 patient codes - added transient ischemic attack code. H6 impact code - added device explanation code.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. The patient was admitted to a hospital after having a stroke. Transesophageal echocardiogram (tee) revealed a mobile device related thrombus (drt) on the closure device. The physician completed surgery to treat the thrombus. There were no further patient complications, and the patient was discharged.